Manufacturer narrative:
A review of the device history record was performed and no similar concerns were found. The batch record for the lower level stylet that went into finished part was reviewed and had a pull test performed and the crimp dimension inspected. There were no failures reported for the inspections. Six (6) retain samples were also evaluated and they had pull test values greater than the specified requirement and the crimp and butt blast was present. The complaint sample was discarded by the customer so a physical review could not be completed. The customer did provide a picture of the issue. Based on the picture, it appears that the inner stylet became disconnected from the device during use; however, a root cause of the issue cannot be determined based on the picture. All the manufacturing and inspection documentation indicates that the product was made according to specification, and a sample was not available for evaluation.

Event description:
The patient was getting a liver biopsy. When the device was removed from the patient after firing, the doctor found that after pulling out the first 16 cms, there was still more needle still inside the patient. Everything was removed successfully, but it was apparent that the inner stylet had become detached from the main body of the device. The patient developed a hemothorax. This in itself didn't cause a major problem, but the patient also had impaired renal function and the extra CT scans have precipitated some renal issues. The user didn't keep the faulty product but it seems likely the inner stylet had detached from the colored plastic hub inside the device.